Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that upon aspirating, the sheath physician noticed that air bubbles were being sucked out. The physician also mentioned that it was hard to connect the sheath to the drip line. Multiple attempts of aspirating and flushing took place and bubbles were still seen. The procedure was completed successfully by using a new faradrive sheath. No patient complications have been reported. The product is not expected to be returned as it has been currently retained by customer.